Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture additional information and changes in blocks b5 event description and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead not capturing or sensing properly. The lead was in the same place so the physician believe it was due to a micro dislodgement of the lead. The hospital kept the lead and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. No additional adverse patient effects were reported.